Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received an occlusion alarm during delivery. The customer¿s blood glucose (bg) level was 261 mg/dl and a correction bolus via the pump was delivered to address the bg level. Customer loaded a new cartridge and infusion set, resumed insulin successfully, and delivered a bolus. Occlusion alarm recurred during bolus delivery with new set of supplies. Tandem customer technical support (cts) offered additional troubleshooting with new set of supplies; however, customer declined further troubleshooting, stating they would continue to use current pump and would revert to manual injections if necessary.